Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. The force sensor test error was found at power up and failed. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the force sensor was out of calibration as a result of normal wear. Pump was over 11 years old. Actions were taken to mitigate the reported issue: performed force sensor calibration and all functional testing which passed.